Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection and myocardial infarction are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that after deployment of a 2.75 x 23 xience v stent in the proximal ramus artery, a distal edge dissection occurred. A xience v 2.5 x 15 stent was implanted to cover the dissection. Additionally, one day post procedure the patient experienced elevated cardiac enzymes (ck-mb). ECG showed no myocardial infarction. No treatment was performed. The condition resolved and the patient was discharged one day after the procedure. There was no adverse patient sequela. Subsequently, additional information was received which indicates that the patient sustained a peri-procedural, non q-wave myocardial infarction caused by the target vessel. There was no additional information provided.